Manufacturer narrative:
The device has been received for evaluation- the investigation is pending.

Event description:
The event involved plum 360¿ infuser where the customer reported that it failed flow accuracy test during preventive maintenance testing. There was no patient involvement, no human harm and no delay of therapy. No additional information was provided.

Manufacturer narrative:
Could not confirm customer¿s complaint of the device failing delivery accuracy pvt test. Device passed self-test with no error alarms. Device passed the delivery accuracy test with 20.7 ml. Test was completed 3 times. Each test produced the same result 20.7 ml. Probable cause was not found. During inspection found contamination on the fluid shield and cassette door. Verified discrepancies through visual inspection. Replaced the fluid shield and cassette door. Probable cause is contamination. During inspection device was received missing the main battery. Verified discrepancy through visual inspection. Replaced the battery and pressed the change battery softkey. Probable cause is missing component (battery). During inspection found the rear enclosure to be damaged. Verified discrepancy through visual inspection. Replaced the rear enclosure. Probable cause is physical damage consistent with normal wear and tear.